Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in patient anatomy and cause or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that this was an acute myocardiac infarction case. A guide wire was crossed to the lesion and another company's stent was implanted in the proximal-mid left anterior descending artery without pre-dilatation. An attempt was going to be made to implant the vision in the stenosis area from the posterior descending artery (pda) to the left main; however, the stent was dislodged when the protective sheath was removed. The stent was pressed on the balloon by the physician, and it was implanted in the lesion in the pda to left main. Post-dilatation was performed with another company's balloon catheter at 26 atm and the procedure was completed. No add'l event or patient info is available.